Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9323932. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The retain sample from complaint lot do 45 psi leakage test, did not find any abnormality.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced catheter damage/deformation and leakage. The following information was provided by the initial reporter: after blood return, the hose was found to be broken, and the hose could not be put into the blood vessel, and blood was emerging from the hose tear. The operator immediately replaced the indwelling needle and re-punctured, and notified the armory department and reported adverse events after the operation.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced catheter damage/deformation and leakage. The following information was provided by the initial reporter: after blood return, the hose was found to be broken, and the hose could not be put into the blood vessel, and blood was emerging from the hose tear. The operator immediately replaced the indwelling needle and re-punctured, and notified the armory department and reported adverse events after the operation.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9323932. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced catheter damage/deformation and leakage. The following information was provided by the initial reporter: after blood return, the hose was found to be broken, and the hose could not be put into the blood vessel, and blood was emerging from the hose tear. The operator immediately replaced the indwelling needle and re-punctured, and notified the armory department and reported adverse events after the operation.